Event description:
It was reported that the customer experienced a past high blood glucose event, although the specific highest level was unknown and displayed as "high." Cause was not known. To address the situation, the customer administered a correction bolus via the pump and also used multiple daily injections.